Event description:
It was reported that during a clinic visit this implantable cardioverter defibrillator (ICD) was found to be in safety mode. Subsequently, a device replacement procedure was performed. This ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This device was returned to facility and is awaiting analysis.